Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported right side device "burst," "strange leak from both nipples," "right breast has gone smaller," "severe, extreme pain," "chest pain," "painful cyst," and "swollen back." The device remains implanted.